Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the circuit board failed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation may be linked to the reported problem but the cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the high flow insufflation unit experienced a power outage twice after an alarm occurred. The issue occurred during a therapeutic laparoscopic procedure that was completed with the same device. There was a delay in the procedure that was less than 30 minutes, but there were no reports of patient harm.

Manufacturer narrative:
E1/establishment name: (B)(6) - added due to character limitation in respective field. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.